Manufacturer narrative:
(B)(4): investigation results: a review of the complaint database revealed that no previous complaints exist for lot 13173362. Visual observation of the return device noted that the balloon portion of the device had burst. There was no further damage noted anywhere on the device. The condition of the returned incident device was consistent with the complaint that the balloon would not inflate. The most probable root cause is operational context.

Event description:
It was reported to boston scientific that an extractor rx retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure in the common bile duct. According to the complainant, the balloon was tested outside the patient during preparation and inflated successfully, however once inside the patient the balloon no longer inflate. Investigation results revealed that balloon had burst. Additional information received confirmed that no pieces of the balloon detached inside the patient. The procedure was completed with another extractor rx retrieval balloon. There were no patient complications reported as a result of this event. The patient's condition following the event was reported to be fine. Attempts to obtain additional patient information and the event date have been unsuccessful to date. Should any further information become available, a supplemental MDR will be filed.